Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed open blisters around his right shoulder blade under the lifevest. The patient's doctor prescribed an antibiotic cream for the open blisters. After using the cream the patient reported that the blisters are improving.